Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed cracked case top on corners and tubing guides. Cracked battery door and left plunger case. Customer?s reported issues were duplicated. The root cause of the reported issue was found to be normal wear; device was over nine years old. Impact, normal wear of the motor assembly, and battery was over three years old. Actions taken to mitigate the reported issue: replaced case top, stepper motor, old motor mount, worm coupling, worm gear, battery and installed delrin washer.

Event description:
It was reported that bottom left corner of case is cracked, noisy motor, and battery will not hold a charge events occurred. No patient injury reported.